Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event. The cause was identified to be physical damage to the pusher block assembly. To correct this condition the pusher block assembly was replaced. If any additional information is received, a follow-up will be sent.

Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a damaged pusher block assembly. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.